Manufacturer narrative:
Event date was reported as unspecified date in (B)(6) 2010. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (dose, route and frequencies were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Pd treatment was discontinued and the patient was transferred to hemodialysis. No additional information is available.